Manufacturer narrative:
Device evaluation summary: cadd legacy pump was returned for analysis. The visual inspection of the pump found the pump to be in good physical condition. The downstream occlusion sensor had a signs of fluid ingression. Review of device history log identified "no disposable" alarm in the device history log. On powering up the pump was emitting double beep sound which could not be stopped. The alarm stopped after attaching a cassette. The customer stated issue was duplicated and confirmed. Problem source was identified as downstream occlusion sensor.

Event description:
Information was received indicating that a smiths cadd-legacy 1 pump displayed a double beep that there was no cassette. It was also reported that there was no patient involvement.